Event description:
It was reported that the device was used duringa a laparoscopic gastric bypass. The devices would not open, another device was used to complete the case, there was no pt consequence.